Manufacturer narrative:
A (B)(4) ((B)(4)) technician arrived onsite to inspect the reliance vision washer following the event and spoke with user facility personnel. The (B)(4) technician was informed that the user facility's reliance vision washer is a high usage unit and runs 24 hours a day at the facility. The unit's cycle count revealed that the user facility runs approximately 37 cycles per day. During the time of the event, the reliance vision washer was processing a cycle when it alarmed "drying chamber pv air temperature too high". The reliance washer alarmed as designed to alert the user that the unit had exceeded the normal operating temperature range. The user facility acknowledged the alarm and proceeded to restart the cycle. The unit again alarmed "drying chamber pv air temperature too high"; however, the user facility did not acknowledge the alarm and instead shut off power to the unit. Shutting off power of the unit prevented the unit's drying fan from dissipating the heat inside the drying manifold. The root cause of the reported event is likely attributed to a resistive thermal detector (rtd) wire shortage in the unit's drying chamber. The rtd, rtd wiring, and several components in the drying manifold were damaged as a result of the reported event, and therefore could not be further evaluated by (B)(4) service personnel. The (B)(4) technician was able to replace the damaged drying components and repair the unit. The technician ran a test cycle and found the unit to be operating according to specification. The reliance vision washer was placed back into service on 3/14/2018. The unit was installed in june of 2008 and is under service agreement with (B)(4). The user facility was counseled on the importance of following proper troubleshooting activities.

Event description:
The user facility reported that flames were observed inside the chamber of the reliance vision multi-chamber washer. The user facility evacuated the room and immediately called the fire department. Upon the fire department's arrival, the flames were quickly extinguished. No injuries were associated with the reported event.